Event description:
MFR rec'd medwatch report from anonymous reporter indicating adverse events allegedly experienced by the pt. Upon f/u investigation with the pt's physician, it was discovered that there was no indication or documentation that the alleged event had occurred. The pt had several sequential pump refills over the period of time indicated in the medwatch with no documented complaints or reference to any adverse experience between office visits. Additionally, there was no record of an ER or office visit to any other hospital or physician that would have been forwarded to the pt's primary care physician. The pt's physician released the pt from care in 10/97 due to pt's disrespectful and abusive attitude toward the physician. The physician provided the pt with referrals to continue her care, and a six week time period before her pump was due to be refilled.